Event description:
The patient reported she was hospitalized for high blood glucose readings up to 900 mg/dl and diagnosed with ketoacidosis. She stated her doctor has taken her off her insulin infusion device and she is now using insulin pen therapy. The patient said that insulin was not bringing down her blood glucose levels. She stated she has a doctor's appointment in late oct. And she will find out then if she can go back on pump therapy. The patient stated, "I suspect the pump is working fine. I suspect it was not the pump. I suspect it is just my body." On follow up 5 days later, the patient stated she is still taking insulin injections which is rough but that her blood glucose levels are somewhat controlled. The product was replaced and requested to be returned for evaluation.